Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a patient was in a car accident on (B)(6) and had intermittent stimulation ever since. It was stated that the device was reprogrammed and x-rays were taken at the hospital, but the results were unknown. The patient reportedly "sometimes felt like it turned off, especially when lying on her left side." Impedance testing was performed and they were within normal range. It was stated that during the appointment with the manufacturer¿s representative, adaptive stimulation was activated and when the patient was lying on her left side, she could not feel the stimulation until it was turned up. It was stated that programming adjustments were made with good results. A supplemental report will be sent if any additional information is received.